Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, while doing testing, the wand was giving false readings, but once used a different wand, everything was functioning properly. There was no patient involvement.